Manufacturer narrative:
Final analysis found a partial lead returned in two pieces for analysis. External insulation abrasion was noted from 34.0 cm to 34.5 cm and from 30.8 cm to 31.1 cm from the distal tip, consistent with friction against another implantable device or feature of the patient¿s anatomy. All other damage found was sustained during procedure

Event description:
It was reported that the patient presented during a scheduled surgical procedure for right ventricular (rv) lead extraction on (B)(6) 2018, insulation damage was noted on the right atrial (ra) lead. The lead was explanted and replaced. Patient was stable before, during and after the procedure.